Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead placement attempt the lead was attempted in multiple locations which revealed small amplitude r-waves, high thresholds, and high impedances. After 4 attempts at different areas of the right ventricle, the lead was removed and evaluated. It was determined the helix would no longer extend from the lead body. The lead was not placed, an alternate lead was placed. No patient complications have been reported as a result of this event.